Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the customer reported complaint was confirmed and replicated. The unit was tested on an in-house system and triggered no errors but failed back drive due to the yaw/pitch feeling jerky with resistance. The unit was also tested on the patient side cart fixture test platform (pfpt) (pfpt) and passed all related tests, but the tech noticed the yaw/pitch was jerky during direction testing. Upon further investigation, there was no fluid intrusion or physical damage. The yaw/pitch harmonic drive, motor module, and elbow bearings are consistent with the reported event and is the root cause of this issue. The probable root cause is attributed to defects with the yaw/pitch harmonic drive and motor module on the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4). System inspected, tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Intuitive surgical, inc. (Isi) has received the usm, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm)4 movement was sticky and jerky. The customer could only use the usm4 to hold something and could not operate it normally. The tse reviewed the system error logs but found no related errors. The customer clarified that the usm suddenly stopped and then continued moving again. The customer stated that it was an ongoing issue. The customer continued and completed the procedure as planned using the same system configuration. No known impact or patient consequence was reported.